Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in the clinic with symptoms of fatigue. Upon interrogation, the pulse generator exhibited backup vvi mode. The device was explanted and replaced.